Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan and as a result, the customer felt unwell and had a loss of consciousness. And received third-party medical treatment. No further details were reported and the customer was unwilling to provide additional information. There was no report of death or permanent injury associated with

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan and as a result, the customer felt unwell and had a loss of consciouness. And received third-party medical treatment. No further details were reported and the customer was unwilling to provide additional information. There was no report of death or permanent injury associated with

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.